Manufacturer narrative:
Model number/catalog number: 72400024, serial number: (B)(4), batch/lot number: 170284012, gtin: (B)(4), description balloon fgs 61-70 cm, expiration date: 04/04/2022. Manufacturer date: 04/04/2017. Model number/catalog number: 72400098, serial number: (B)(4), batch/lot number: 162382014, gtin: (B)(4), model/catalog description control pump fgs, expiration date: 02/01/2022. Manufacturer date: 02/07/2017.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it failed due to fluid loss it was not determined exactly where the fluid was leaking from, although the balloon appeared to stay inflated after removal. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced stress urinary incontinence.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it failed due to fluid loss it was not determined exactly where the fluid was leaking from, although the balloon appeared to stay inflated after removal. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced stress urinary incontinence.

Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. Inspection of the remainder of the device presented no other damage or irregularities. No escalation to ncep, CAPA, or scar is required. Model number/catalog number 72400024 serial number (B)(4). Batch/lot number 170284012 gtin 878953000626 description balloon fgs 61-70 cm expiration date 04/04/2022. Manufacturer date 04/04/2017. Model number/catalog number 72400098 serial number (B)(4). Batch/lot number 162382014 gtin 878953000688 model/catalog description control pump fgs expiration date 02/01/2022. H4: manufacturer date 02/07/2017